Event description:
Information received indicates the head hi/low function is drifting.

Manufacturer narrative:
The facility found the trend valve was sticking open and replaced it to repair the bed.